Event description:
Display blank [device issue]. No adverse event. Case description: on (B)(6) 2014, a healthcare professional (hcp) spoke with ikaria regarding a device issue with inomax dsir# (B)(4). The device was on a patient and no adverse event was reported. The hcp reported second hand that inomax dsir# (B)(4) had a display issue. When the device was set up on the patient, the display turned off. A reboot of the device did not help resolve the issue, as the graphics on the display began flickering before turning off. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service investigation. Investigational results were received on (B)(6) 2015. Case comment: on (B)(6) 2015: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious event (refer to MDR#3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint #(B)(4)). The device investigation was completed on (B)(4) 2015. Inomax dsir# (B)(4) was returned to the manufacturer for service investigation. Regional service center (rsc) service log review confirmed the reported complaint of a "display issue" with a delivery failure due to backlight current below minimum. The rsc investigation confirmed the reported complaint with the device booting to customer mode with a blank screen, but the touchscreen was responding at this time. The touchscreen/display subassembly was replaced to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past, which resulted in a serious adverse event (MDR #3004531588-2013-00023).